Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced ineffective stimulation. As a result the patient underwent surgical intervention on (B)(6) 2018 wherein the high impedances were observed on the lead. New lead was implanted during the surgery. The alleged lead was left insitu. Effective therapy was restored postoperatively.